Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that display was flashing. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
The device after battery installation gave an unexpected flashing white blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. The functional testing was unable to be performed including the self test, sleep current measurement, active current measurement, displacement test or verify missing segments and partial display due to display anomaly.